Event description:
It was reported that the patient was on pain medication due to inefficient pain relief from their spinal cord stimulator (scs). No additional information was obtained despite multiple good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.